Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer¿s blood glucose level was unknown at the time of hospitalization. It was unknown that the auto mode feature was active at time of high blood glucose event. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. Customer stated that insulin pump was not working. Customer declined with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.